Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that while using the reliance lite shavers with the reliance lite t handle in the interbody space the shaver height used was very snug against both endplates which caused the shaver to lock into the t handle. When scrub tech removed the t handle from the shaver, the t handle broke. No replacement device was used. No delay in surgery. Surgery was successful. No adverse affects to patient.

Manufacturer narrative:
Method: device history review; complaint history review, risk assessment. Results: the customer event of tip fractures of a reliance t handle was confirmed via visual inspection. A static torque testing was done on the reliance t-handle in a similar complaint of the tip breakage. The results of this testing indicated that the device failed under a static shear mode at approximately 25 nm. However, the mentioned cause could not be confirmed. Conclusion: the root cause of the fracture is likely multifactorial.

Event description:
It was reported that while using the reliance lite shavers with the reliance lite t handle in the interbody space the shaver height used was very snug against both endplates which caused the shaver to lock into the t handle. When scrub tech removed the t-handle from the shaver, the t handle broke. No replacement device was used. No delay in surgery. Surgery was successful. No adverse affects to patient.